Event description:
The site reported that the foley balloon leaked during the first 15 mins of treatment. Catheter was removed and replaced. This event is being reported because a similar event could result in a serious injury.